Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator generated system errors and was inoperable. Patient involvement was not provided. The service engineer (se) inspected the device and verified the reported issue. The se recalibrated the pressure transducer. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed, the failure analysis technician reported that the reported issue was verified and the identified root cause of the reported issue was isolated to calibration. If information is provided in the future, a supplemental report will be issued.